Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient. The customer reported there was no patient harm. The manufacturers field service engineer was unable to duplicate the reported problem. Review of the device diagnostic log history noted the backup battery in use on the ventilator had depleted during use in normal ventilation mode. If the backup battery depletes during usage, the ventilator will shut down and an audible power fail alarm will activate. The service engineer reported the backup battery passed testing during evaluation. Per the device operators manual, when the ventilator is powered by the backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. Proper care, maintenance and testing should be performed when using battery power sources. Performance verification testing was completed and passed to operating specifications.